Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. During servicing, distributor engineer found the filter installed incorrectly. The distributor engineer installed the filter correctly and the pressure was verified. Calibration and quality controls were performed with acceptable results. The instrument was verified as operational. There was no further action required by the distributor engineer. The instrument was installed on 21-dec-2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 21-dec-2017 through aware date 17-dec-2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to operator error; the filter was installed incorrectly.

Event description:
A customer reported getting 100 pressure high error messages with the g8 instrument. The instrument was down. A distributor engineer was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.